Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 14fr esheath plus was received for examination and confirmed the reported event of a torn distal tip. A visual examination found that the distal tip is torn radially and axially along distal edge of the liner and past the slant score line, but still attached by a small piece, scratches were noted along sheath shaft, hdpe was damage 4.5" from the distal tip, partial liner delamination at site of the hdpe damage and the liner is fully expanded as designed. No functional or dimensional testing could be performed. The following instructions for use (IFU) were reviewed: esheath plus, commander delivery system, and the preparation training manual. Based on this review, no IFU/training deficiencies were identified. This event reports a resistance during delivery system advancement through the sheath and a distal tip tear observed upon device removal that have not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The reported event of a torn distal tip and resistance issues were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. As no lot number was provided, a review of the DHR and lot history was unable to be performed. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, during the advancement of the valve through the 14fr esheath, the implanter noticed more than usual resistance before exiting the sheath with the valve. The implanter said it felt like it kind of "popped out." At the end of the procedure the sheath was pulled out of the patient with the dilator, and it was observed that the distal end of the sheath was torn and a piece of it just hanging off of the sheath." Per evaluation of the returned device, the sheath distal tip was observed to be torn along the axial score line, radially, along the distal edge of the liner, and past the slant score line. All score lines were present on the sheath tip. The failure mode is characteristic of sheath tip tear events as described in a previous risk assessment. While a conclusive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, per evaluation of returned device, scratches were noted along sheath shaft and curvature noted on sheath shaft, suggesting presence of calcification and tortuosity in the access vessel, respectively. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Calcification can create a constrained condition, leading to resistance during delivery system advancement through the sheath. Tortuosity and calcification can subject the sheath to suboptimal angels and lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to resistance during advancement and/or the delivery system/valve to catch onto the sheath distal tip, tearing it upon advancement. In this case, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity and calcification) may have contributed to the complaint events. The complaints for sheath distal tip torn and difficulty advancing through sheath were confirmed. This the issue has been previously identified in product risk assessment (pra) and a CAPA.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure, using a 26mm sapien 3 ultra valve via transfemoral approach. During the advancement of the valve through the 14f esheath, the implanter noticed, more than usual resistance before exiting the sheath with the valve. The implanter said it felt like it kind of "popped out" at the end of the procedure. The sheath was pulled out of the patient with the dilator. And it was observed, that the distal end of the sheath was torn and a piece of it just hung off of the sheath. Nothing adverse was observed in the patient.